Event description:
It was reported that following a coronary artery stenting treatment procedure, the patient developed thrombosis. For the initial procedure, the patient presented to the ER with chest pain. The proximal rca (right coronary artery) was treated with pre-dilation with a 2.0x15mm maverick balloon, thrombectomy and placement of a 3.5x38mm ion stent was deployed at 24atm for 10 seconds. Following the procedure, the patient was returned to their room. Medications received included angiomax and nitroglycerin. Two days post procedure, the patient was returned to the cath lab with chest pain. The rca was found to be thrombosed. Treatment consisted of balloon angioplasty with a 2.5x15mm apex balloon at 11 atm for 10 seconds and 10 atm for 10 seconds followed by thrombectomy. Plavix was administered and two additional thrombectomy passes were performed. Next, a quantum apex balloon was inflated six times (10 atm for 10 seconds, 10 atm for 10 seconds, 15 atm for 30 seconds, 15 atm for 10 seconds, 15 atm for 20 seconds, and 15 atm for 20 seconds). A vascular closure device was used and the patient was returned to their room. There were no further reported patient complications and the patient was discharged two days post reintervention.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).